Event description:
On (B)(6), 2014 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings. The patient obtained the blood glucose reading of 138 mg/dl on the reported meter and a laboratory result of 104 mg/dl within 10 minutes. The patient¿s testing technique was correct and the test strips were in good condition. The patient did not report experiencing any symptoms or medical attention. The patient did not suffer any injury due to the reported meter. However, as the test results fell outside expected values for meter-to-lab accuracy testing this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 ¿ (07/09/2014). The patient¿s meter has been returned on 5/22/2014 and evaluated by lifescan product analysis on 6/26/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (05/30/2014), the patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.